Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal exploration, excision of periurethral mesh and performance of a pubovaginal sling using autologous fascia on (B)(6) 2010 due to dyspareunia and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, fistulae, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh excision on (B)(6) 2010 due to dyspareunia and recurrence of incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient also underwent a gynecological procedure on (B)(6) 2009 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.